Event description:
Poly became disengaged after impact and damaged when trial reduction occurred. Other liner was used and outcome was successful.

Manufacturer narrative:
The event was confirmed. The investigation concluded that the reported event occurred as a result of misaligning the liner¿s scalloped features with the associated locking features of the shell. This is evident by the damage observed on the returned device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Poly became disengaged after impact and damaged when trial reduction occurred. Other liner was used and outcome was successful.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.